Event description:
Customer called in to report that her transformer (what I plug into the wall to charge the battery) for my freestyle advanced pump has started to come apart and is no longer safe to use.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint information were unsuccessful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Currently being investigated under (B)(4).